Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/02/2019. Device evaluation summary: an opened folder and a detached needle of product code mx552 were returned for analysis. During the visual inspection of the needle, the swage and attachment area was as expected. The hole of the needle was examined under magnification for suture remnant and none was noted. The needle had a normal swaged. Additionally, there are several marks on the body of needle appears to be by use of a surgical instrument. Also, the suture was not returned to determine the assignable cause. The manufacturing records couldn¿t be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2018 and suture was used. The needle was detached from the suture during use. Further details are not provided. There were no adverse consequences to the patient.